Manufacturer narrative:
An on-site service visit was completed. The room was remapped and the system passed accuracy testing. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The site reported a pneumothorax and the physician believes it is due to the equipment not being calibrated. If additional information pertinent to the incident is obtained a follow-up report will be submitted.